Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ inflammation/irritation : unable to observe since it is a medical event is not related to the device. ¿ autoimmune/connective tissue-symptoms of -ndr : unable to observe since it is a medical event is not related to the device. ¿ anxiety-product/procedure : unable to observe since it is a medical event is not related to the device. ¿ capsular contracture : unable to observe since it is a medical event is not related to the device. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported right- side "swelling, pain, big red spots, inflammation and autoimmune issues. Patient also reported left side "breast swells to the size of a watermelon." Healthcare professional later reported " exchange due to the patient's concern with the product plus capsular contracture baker grade iii." Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported right side "swelling, pain, big red spots, inflammation and autoimmune issues. Healthcare professional later reported " exchange due to the patient's concern with the product plus bilateral capsular contracture baker grade iii." Device remains implanted.

Event description:
Device has been explanted.